Manufacturer narrative:
Conclusion: the device investigation confirmed that the device is not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user felt static while removing his uniform at school on (B)(6) 2021. From that moment on, the recipient lost his hearing perception using the device. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user felt static while removing his uniform at school in (B)(6) 2021. From that moment on, the recipient lost his hearing perception using the device. The user has been re-implanted with a new device on (B)(6) 2021.